Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the disposable centrifugal pump decoupled from the centrifugal drive motor. The user reported one of the clips was not holding the disposable pump properly. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.